Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. As a result, the customer's blood glucose (bg) elevated and they reported high ketones that a healthcare provider determined to be dangerous/life threatening; however, a specific bg value was not provided. Subsequently the customer went to the emergency room and was admitted to the hospital in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. Ultimately, the o-ring was removed and a cartridge was successfully loaded to address the event and resume insulin delivery on the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.